Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown persona femoral component, catalog # unknown, lot # unknown, unknown persona articular surface, catalog # unknown, lot # unknown. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01500, 0001822565-2019-01508. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Remains implanted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date and was revised last month for unknown reasons. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.